Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient began experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the physician repositioned the patient's ipg was explanted and replaced to address the issue.